Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a non-malignant stricture due to a post operative liver transplant. The patient anatomy was not tortuous. During the procedure, the stent was deployed about 50% at the point the doctor didn't like the position so he attempted to reconstrain the stent to reposition and the stent would not reconstrain at all. The partially deployed stent was removed from the patient. The physician straightened the catheter and attempted to reconstrain the stent outside the patient, the stent would not proceed forward and the catheter kinked. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployment issue (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.